Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the blood parameter monitor (bpm) had multiple errors during use and seemed to be drifting. The perfusionist (ccp) continued to use the bpm. The bpm was double checked frequently with the blood gas analyzer during case. There was no change out of the bpm. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt. Per clinical review on (B)(4) 2014: the ccp stated that the calibration of the shunt sensor was successful and there were no error codes during start-up, set-up, and or during use when the monitor was in the operate mode. According to the ccp, in the early minutes of cpb the partial pressure of carbon dioxide (pco2) seemed higher than normal and the ph lower than normal. On the in-vivo calibration, after conditions were stable in early minutes of cpb, the pco2 measure of the bpm was about 20 mmgh higher than the lab analyzer. The ccp stated the ph measure of the bpm was lower than the lab analyzer. According to the ccp that was not a surprise since the pco2 was higher than normally seen and the ph was following the pco2 inaccuracy. The ccp stated the partial pressure of oxygen (po2) was also a little "off" (ccp's words), but not a significant issue. After the values of the bpm were set to the lab analyzer values (in-vivo calibration), the pco2 again drifted higher than the lab over the next 30 minutes (when another lab analysis was done). Blood gas analysis was done every 30 minutes and the bpm was set to these values (in-vivo), but again the pco2 would drift up and ph down after the lab analysis until the next in-vivo calibration. Nothing was changed out, according to the ccp, and the bpm was used the remainder of the procedure with knowledge these parameters would drift. The case was completed successfully, without delay and without associated blood loss and no harm was observed or reported.